Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/functional/performance inspection: the original sample was returned. The graft had two blue lines running longitudinally down the graft and had carbon lining, which identified the product as a bard graft. There were no signs of rips, holes or tears along the graft. There were no suture holes observed at the edges of the graft. Both ends were noted to be cut on the returned sample. One cut end had slight bead peel, however the beading was intact along the rest of the returned graft. Based on returned graft, the entirety of the graft was not returned for evaluation purposes. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is inconclusive, as the returned graft segment had no holes, tears, or splits. However, the entirety of the graft was not returned. The root cause could not be determined based upon available information. It is unknown whether procedural factors contributed to the event. Labeling review: the current carboflo eptfe graft instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the serial number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that during a fem bypass the vascular graft split down the middle. There was no patient injury reported.